Event description:
It was been reported that AED did not pass self diagnostic check.

Manufacturer narrative:
(B)(4). Product eval pending. Issue being reported as alert could not be cleared by operator.